Event description:
It was reported that this implantable lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This implantable lead was explanted. Additional information indicated that the patient had urinary tract infection (uti) and became systemic. A temporary pacing system was placed until infection cleared.

Manufacturer narrative:
This supplemental is being filed to update h6: patient codes with sepsis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported, that this implantable lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This implantable lead was explanted.